Event description:
The time of event is unknown. There was no report of patient harm. Video image failure

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the operation channel dirty, and the suction channel dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.